Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not switching on. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Unable to verify if unit was not received stuck in manufacturing mode due to blank flashing white lcd. Unit powered up after the test battery was installed. However, unit had blank flashing white lcd due to cracked lcd controller. Unable to perform the displacement test and self-test due to blank flashing white lcd. Unit had minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer.